Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip did not fire.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an unknown procedure performed on (B)(6) 2023. During the procedure, the clip could not be exposed and did not fire despite several maneuvers. No further information has been obtained despite good faith efforts. No patient complications have been reported as a result of this event.